Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that during a past loading sequence, customer did not see drops of insulin at end of tubing during fill tubing step, and it was unknown whether blood glucose exceeded 500 mg/dL because customer declined to provide this information. There was no reported impact to the customer¿s blood glucose level. Customer confirmed removing air from cartridge and using room temperature insulin, then changed infusion set and cartridge, and successfully resumed insulin delivery, with no additional information received regarding any further outcome.